Event description:
The customer contact reported a leak. The option-lock male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver 500 ml of oxaliplatin 0.26 mg/ml, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from the connection of the clave secondary port and the semi-rigid female adapter on the cassette of the tubing set. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.